Event description:
Twenty five gauge 3 cc hypodermic syringe malfunctioned while administering heparin to pt. Rn reported that the syringe disengaged prior to medication administration. Medication was not successfully administration. Diagnosis or reason for use: sq medication administration. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: yes.